Manufacturer narrative:
(B)(4) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent surgery for the upper digestive tract in (B)(6) and adhesion barrier was placed just under the abdominal wall. Following the procedure, the patient experienced intraabdominal abscess just under the abdominal wall. Collection of pus in the abdominal cavity was confirmed by drainage. The patient had a fever one week after the operation. The patient has been under follow-up since then. The patient has been recovered and been discharged from the hospital. The surgeon opined there may have been causal relationship between event and the device. No further information was provided.